Event description:
Caller reported a malfunction on the pump prior to any notable events occurring. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting the pump, which resolved the issue, allowing customer to continue using pump while understanding to contact support again if malfunction recurs.